Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: unknown); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was patient rep reported the external equipment was damaged. Pt rep noted the pt called in before in the past for replacements. Agent asked if they were referring to the belt and the pt rep denied the recharging belt being damaged. Agent asked clarifying questions to determine what equipment was damaged, but the pt rep became escalated and didn't want to clarify what equipment was damaged. The pt rep wasn't with the pt but noted they had serial numbers. Agent tried to ask more clarifying questions, but the pt rep was escalated and wanted a supervisor. Agent reviewed the escalation process with the pt rep and offered a 24 hour call back, but they disconnected the call. Agent was unable to gather event date due to the pt rep disconnecting the call. Caller called requesting equipment as the patients is damaged. Pt's recharger (insr) antenna broke last friday. Caller was very difficult to understand what exact issue is, pss clarified that controller and recharger were ok and also the ac power box. Caller states belt is ok and that it was the insr antenna. Pss sent email to repair. Patient rep called back and was very upset because the patient received a recharger antenna which was the wrong piece of equipment. Caller stated the connector pin is broken and it's the same piece that always breaks. Caller was very upset that the wrong item was sent and that they weren't being understood well. Caller stated it's always the same piece that breaks and did not understand how else to describe that piece of equipment for when it breaks in the future. Agent was able to confirm with caller that the desktop charger connector pin was broken. Caller did not have the serial number available at the time of the call. Caller stated the patient is in a lot of pain since last week because they haven't been able to charge. Agent sent request to repair for the desktop charger.